Event description:
When performing a routine check on a intra-aortic balloon pump in our catheterization lab, the screen on the machine showed an electrical test fail code 119. Equipment sent to biomed department for repair and loaner requested. Equipment is two years old. No patient involvement.